Event description:
While inspecting the device for an unrelated problem, the mallinckrodt customer support engineer (cse) discovered that the "loss of ac power" alarm did not function. After further investigation, the cse found an open fuse, which supplies ac power to the power fail module. The cse replaced the fuse, and the unit passed extended self testing. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.